Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the connector of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with the stylet inserted(and stuck) inside the lead and the connector pin is bent, no further helix testing possible due to bent connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the right ventricular (rv) lead exhibited diminished r-waves after five to ten minutes of placement. The helix was sometime difficult to retract; requiring approximately 25 turns. The lead was removed and replace with a new lead. No patient complications have been reported as a result of this event.